Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported while infusing magnesium there was air-in-line with no alarms. The volume to be infused was 4000mg/100ml to infuse over (4) four hours at a rate of 25mg/hr. The clinician noticed the air-in-line below the channel and discontinued the infusion. There was patient involvement, but no harm.

Event description:
It was reported while infusing magnesium there was air-in-line with no alarms. The volume to be infused was 4000mg/100ml to infuse over (4) four hours at a rate of 25mg/hr. The clinician noticed the air-in-line below the channel and discontinued the infusion. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the complaint of the pump module failing to alarm for air in line was not confirmed during log review or reproduced during testing. Laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. With the pump module set to the 250 l alarm limits the pump module is designed to alarm for air in line when single air boluses in the range of 240 l - 300 l is detected. At the upper specification of the 250 l alarm limits, the worst-case single air bubble size is 299 l that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. External and internal inspection of the device showed incidental findings only with no relation to the reported complaint. The third-party parts notice (dated 07feb2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. O bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. Review of the pcu event log showed, on 25 march 2024, the pump module settings showed the ail limit was set to 250 l and accumulated air was enabled. O there are multiple smaller single air bolus settings (50 l, 75 l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. Review of the pcu event log showed on 25 march 2024 at 3:42 pm, the suspect pump module received a remote IV of mag-sulfate (drug ID: 556) to infuse at a rate of 25 ml/hr for a duration of four (4) hours (vtbi: 100 ml). The infusion was paused and delayed multiple times before being channeled off at 8:43 pm. No alarms related to air in line were recorded. Review of the pcu error log showed no errors were recorded on the reported event date. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pump module failing to alarm for air in line was not determined during the investigation. Laboratory testing showed the ail was detecting air as expected. Note that imdrf annex a0509, a040502, a1801, a0709, a0404, g0405206, g0301204, g0301201, c0601, c07, c16, d15, d03, d0301 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing magnesium there was air-in-line with no alarms. The volume to be infused was 4000mg/100ml to infuse over (4) four hours at a rate of 25mg/hr. The clinician noticed the air-in-line below the channel and discontinued the infusion. There was patient involvement, but no harm.